Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional codes: mnh, mni, kwq, kwp. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
This device used for treatment and not diagnosis. All medwatches for 2530088-2013-00309 initial and follow up are being retracted for this part as this is a duplicate complaint.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: locking cap blocked. On (B)(6) 2013, post-operatively, the doctor checked an x-ray image and found the l4 screws were out side of the pedicle. Subsequently, the doctor performed a reinsertion of the screws. He could not remove the cap, because a blocking phenomenon was found between the cap and the rod. The counter torque, ratchet-handle10nm and driver with high degree of hardness were used. Next the doctor used a persuader to accelerate the peeling off of a little anchoring but was unsuccessful. The doctor checked with tsuda-san regarding the use of the threaded persuader and tried to use it. However, he could not find the hex socket so he could not use it. While he was looking for another approach, the shaft broke inside of the cap. The doctor removed it together with the screw after he cut the rod by use of jumbo cutter. This is 2 of 3 reports for the same event.